Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that they got a jolt in their chest wall and it discharged a lot. It was one big blast of electricity and then it stopped. The issue occurred when the patient was sitting on the couch. The patient had been getting injections into their spine regularly but they were administered under fluoroscopy and the patient didn't think that would be the problem. They had also undergone radio frequency ablation 3 to 4 times at l3 and l4. The patient was indicated for spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.